Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038021715. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, hypotension and cardiac perforation (additional device and imaging required, hospitalization or prolonged hospitalization, intensive care, blood transfusion). Risk review a risk review was completed and confirmed that the events of pericardial effusion, hypotension and cardiac perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Femoral vein access was obtained, and the versacross wire was advanced, followed by the trusteer sheath, to perform the transseptal puncture (tsp). Once positioned on the septum, the location was visualized using the acunav ice catheter and fluoroscopy. The tsp crossing position was confirmed, and the septum was crossed using the baylis rf generator. The pigtail wire crossed, however it could not be visualized in the left atrium (la) on echocardiography. The ice catheter was manipulated to locate the wire, which appeared to be in the aorta (ao). The wire was immediately withdrawn, and transesophageal echocardiography (tee) was used for improved visualization. Within minutes, a large pericardial effusion developed around the apex of the heart, accompanied by a drop in blood pressure. Pericardiocentesis was performed, and heparin was reversed. Approximately 300 units of blood were initially withdrawn from the pericardial space, during which the patient blood pressure continued to decline. An additional 30 units were drained over the next 30 minutes, after which the blood pressure stabilized. The patient was monitored for approximately one hour. A computed tomography (CT) scan was performed to confirm there was no aortic dissection or additional damage. The patient was transferred to the intensive care unit (ICU) and is expected to make a full recovery.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Femoral vein access was obtained, and the versacross wire was advanced, followed by the trusteer sheath, to perform the transseptal puncture (tsp). Once positioned on the septum, the location was visualized using the acunav ice catheter and fluoroscopy. The tsp crossing position was confirmed, and the septum was crossed using the baylis rf generator. The pigtail wire crossed, however it could not be visualized in the left atrium (la) on echocardiography. The ice catheter was manipulated to locate the wire, which appeared to be in the aorta (ao). The wire was immediately withdrawn, and transesophageal echocardiography (tee) was used for improved visualization. Within minutes, a large pericardial effusion developed around the apex of the heart, accompanied by a drop in blood pressure. Pericardiocentesis was performed, and heparin was reversed. Approximately 300 units of blood were initially withdrawn from the pericardial space, during which the patient blood pressure continued to decline. An additional 30 units were drained over the next 30 minutes, after which the blood pressure stabilized. The patient was monitored for approximately one hour. A computed tomography (CT) scan was performed to confirm there was no aortic dissection or additional damage. The patient was transferred to the intensive care unit (ICU) and is expected to make a full recovery.